Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate common bile duct (cbd) drainage during a choledochoduodenostomy procedure performed on (B)(6) 2025. During the procedure, significant resistance was encountered during deployment, making it impossible despite a thorough check of the device. The physician advanced a guidewire and removed the stent. Because of limited visualization of the cbd, no new axios was inserted. Instead, the physician decided to place a fully covered wallflex biliary sems. First, the physician confirmed that the wire was positioned within the bile ducts by inflating them with contrast using a balloon catheter. A fully covered wallflex biliary sems (10x40 mm, boston wallflex) was then inserted into the proximal cbd and deployed into the bulb. Finally, a 7f-3 cm double pigtail stent was placed through the wallflex biliary sems, between the proximal cbd and the duodenum. Therefore, the procedure was completed by replacing and using a different device through the initial puncture site. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the reportable event of additional device required.